Manufacturer narrative:
Device passed displacement test. Device received with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the crack on his pump and keypad was damaged. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for damage of the insulin pump. Customer advised to disconnect from the pump and to revert to a back up plan. The insulin pump will be returned for analysis.